Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right atrial (ra) lead exhibited intermittent loss of capture and far field r-wave (ffrw) oversensing. P-waves were unable to be measured with repeated positioning attempts. The stylet experience resistance approximately ten centimeters from the helix, and the stylet could not advance further. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, no anomalies were found. The analyst noted that the stylet was not returned with the lead. Stylet insertion test was performed using a stylet sample in the rpa lab. The stylet passed through the coil lumen to the distal tip without obstruction. If information is provided in the future, a supplemental report will be issued.